Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer is experiencing high blood glucose. The blood glucose reading is 348 mg/dl. Customer stated that she will go the emergency room. Nothing further reported.